Event description:
It was reported via user medwatch mw5111426 that dissection occurred. An opticross 6 hd was selected for use in a coronary intervention procedure. During the procedure a coronary artery dissection occurred. No further patient complications were reported.